Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -6.00/+2.0/091 (sphere/cylinder/axis) in the patient's right eye (od), on (B)(6) 2018. The reporter indicated the lens had rotated and the patient experienced a refractive surprise and loss of best-corrected visual acuity (bcva). The lens was repositioned but the problem was not resolved, the lens rotated again. The lens remains implanted. The reporter indicated the cause of the event was due to lens rotation. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.